Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a scheduled follow-up, episodes of non-sustained oversensing were observed. It was noted that the device was oversensing the start of the capacitor maintenance and therefore aborts the charge. Then it tries again. It does this several times until it finally is finished with the cap maintenance. Programming changes were recommended.